Event description:
The libre 2 sensors are completely inaccurate. Have high reading every time which was wrong and cause high diesels of insulin to be given wrongly. I called the 800 number and they were absolutely useless. This is the 3rd sensor in less than a week with this issue. Absolutely junk. Ref reports: mw5161977, mw5161978.